Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal artery using ruby coils. During the procedure, the physician experienced resistance upon inserting a ruby coil through a lantern delivery microcatheter (lantern); therefore, the ruby coil was removed. Upon inspecting the lantern, the physician noticed it was kinked. The physician determined that the kink was cause by the rotating hemostatic valve (rhv) being too tight. The procedure was completed using a new lantern with the same ruby coil and new ruby coils. There was no report of an adverse effect to the patient.